Event description:
It was reported the patient had a "pinky-sized" hole over the device for about a week. The pt did not contact the hcp regarding the open area and went on vacation. After vacation, the pt reported the "hole" is larger and the "battery has popped through his skin". No symptoms or outcome were reported. Add'l info has been requested, a follow-up report will be submitted if add'l info becomes available.